Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on 8015 unit has error code 800-8000 I explain to him he needs to reflash the software on the unit if the flash fails he can reset everything try again if it fails again, then he has a bad logic board on the unit customer also was question me about the 600-6835 on unit which means transfer nework back onto unit after update software.. But what if they are not wireless, you still get that message either way after the flash is complete . But make sure they have disable to wireless on the unit by use the asm software. Customer phone was very bad connection I had to have him keep repeating so sorry but your phone keeps going out. In his profile he thinks his firmware files are not correct so he needs to connect co-worker to get files for v9.19 then reload his firmware files. Once he gets the files call us back if he likes to speak to me to continue help him I can no problem I will help him reload the files. Try the flash on another unit see if it goes through with out any errors.